Manufacturer narrative:
Device was not returned. The alleged event was not confirmed. Visual, functional and dimensional inspection could not be performed since no product was available. Review of labelling, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. On request the rep provided information that ¿after the event I had tested target device and quicksleeve. Targetter seems ok and works. So I decide to send the quicksleeve to investigate. ¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. In case other essential information or the item itself becomes available we reserve the right to re-reopen the case for investigation and to assess a new root cause. H3 other text : device retained by the hospital.

Event description:
The customer reported that misdrilling occurred. The drill bit broke off. A replacement device was available.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
The customer reported that misdrilling occurred. The drill bit broke off. A replacement device was available.